Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the surgeon was introducing the 512sd trocar, the surgeon noticed that the safety shield was not working properly. The knife blade was exposed after withdrawal from the trocar. The surgeon and the nurse checked the instrument and could not activate the safety shield (it would not return into the safety lock position). The surgeon used another trocar to complete the case. There was no consequence to the pt.